Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that "my husband had your company's difibrillator [sic] implanted in (B)(6) 2007. He was never the same after that although he continued to work until the day he died in (B)(6) 2007." The cause of death has been requested and not received.